Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: it was reported during a (B)(4) meeting, the surgeon encountered issues using norian reinforced fast set putty. Reportedly after 3-4 years of implantation in patients not being exposed to radiation, the soft tissue overlaying the material is thinning; subsequently exposing the implant and leading to implant removal. It has been seen in non load bearing areas or areas submitted to tension. Brain infection was not involved.

Manufacturer narrative:
Device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.